Event description:
As reported by the user facility: pump experienced a bad air sensor.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The pump was returned for evaluation. When the pump was evaluated the reported complaint was not confirmed. The pump powered on and ran correctly with the air sensor threshold measuring within specification. Preventative maintenance service was performed on the pump. If additional pertinent information becomes available a follow-up report will be filed.